Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) bluetooth was not switched on. As a result, remote transmissions could not be forwarded to the clinic. The ipg will be reprogrammed to enable bluetooth. No patient complications have been reported as a result of this event.